Event description:
It was reported that the light allegedly started smoking. There was no report of an injury to the pt.

Manufacturer narrative:
The light was examined by a berchtold field service tech. Upon visual examination, it was noted that surge protector board was burnt, light head was filled with soot. It was recommended the light head be replaced. A root cause is unk as the account did not release the light head for investigation.